Event description:
It was reported that the user experienced prolonged hyperglycemia with glucometer values up to 537 mg/dl after multiple supply changes for the ilet system while using an inset infusion set on the abdomen and a dexcom g7, with contributing factors discussed including a previously observed bent cannula, potential tubing air or unfilled line, tubing wrap restricting flow, recent initiation of gabapentin, and meals announced at reduced carbohydrates while already elevated. Symptoms included hyperglycemia without other reported clinical effects. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device component implicated, with the medical device problem remaining unspecified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.